Event description:
The pharmacist reported the following event, before sterilization organic material was found on the nail.

Manufacturer narrative:
The device was not returned for evaluation as the item was kept at the local distribution centre. No item was returned. The investigation was performed at the local distribution centre as the issue was not linked to a device defect but to a distribution issue. On november 20, 2013 it was confirmed that the involved product was a t2 nail holding screw (ref (B)(4)). The IFU l 220105b6 point out how to clean and sterilize the instruments (must be subjected to an appropriate cleaning process before each use). Furthermore the reprocessing guide l24002000 includes also cleaning and sterilization steps in detail. No associated procedure was reported. No patient was involved. The issue was noticed prior to surgery during inspection. Device was not returned.

Event description:
The pharmacist reported the following event, before sterilization organic material was found on the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.